Manufacturer narrative:
A trial procedure was reported to abbott, patient had very intense pain in left leg. Patient can't move their leg. Physician is prescribing meds for patient was reported to abbott. Attempts to reach the patient for a status update have been unsuccessful. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead, model: 3086ans, UDI: (B)(4), serial: (B)(6), batch: a000146860.

Event description:
It was reported that following the completion of the patient's scs trial the patient was experiencing intense left leg pain and was unable to move their leg. The patient was prescribed medication from their physician to address the issue.